Manufacturer narrative:
Conclusions: the investigation results revealed overload fractures under the silicone overmold, on the lateral side of the housing, confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user's hearing performance with the device was affected after a trauma occurred. There is stable speech comprehension on the contra-lateral side. The user was reimplanted with a new device.

Event description:
The user's hearing performance with the device was affected after a trauma occurred. The user was reimplanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.